Event description:
Customer reported via phone call that she accidentally triggered a bolus and was unable to stop it by pressing the act button to suspend. She had not disconnected from the insulin pump. Customer was advised that it was possible that the issue was related to the scroll wrap safety notice letter and that the insulin pump might have gone from 0 to 300g in the bolus wizard. Blood glucose value at the time of the incident was 189 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis. The customer called back later and stated that her blood glucose was 196 mg/dl and she was fine.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad assembly or unlocked keypad connector was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a scratched reservoir tube window.